Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay user/patient contacted lifescan (lfs) alleging a onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation since medical affairs specialist (mas) was unable to contact the pt to obtain additional info. The pt contacted lfs the same day, alleging symptoms of "light headed and shaky" occurred sometime after the reported meter issue. The pt was not tested on any other devices and no medical interventions were reported. It would have been helpful to know the following info: when the pt typically tests her blood glucose during the day, her diabetes mgmt regimen, when the reported power issue first occurred, what her last blood glucose result was on the reported meter, and when the result was obtained. In addition, it would have been helpful to know what her activities were before the symptoms and whether she treated herself after the reported issue. At the time of troubleshooting, it was verified that this was not a new product. The pt was using the correct test strip and had replaced the battery per the owner's manual. The battery was checked and it was correctly installed. However, the issue was not resolved when the power button was pressed or when the test strip was inserted all the way into the test strip port. This complaint is being reported due to the following conclusion: the pt claimed that she developed symptoms suggestive of hypoglycemia after the alleged meter issue began.